Event description:
It was reported that during a lap chole procedure, the device was fired across the cystic artery. The device fired two clips and would not open. The surgeon tried pulling the handles manually and it still would not open. Graspers were used to pry the jaws open. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/07/2008. Information anticipated, but unavailable at this time.